Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Due to damage on plug unit and deformation of the cable unit, noise occurs and no image was displayed. Additionally it was found that because locking lever is loosened, the locking ring knob or the endoscope mount lock of coupler does not move smoothly. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had loose contact in the plug connection. The issue was found during procedure. There were no reports of patient harm.